Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 142 mg/dl and 519 mg/dl within 10 minutes on the mobile system. No adverse event reported. Requested return of suspect device.